Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that fluid was leaking from the filter area. The infusion is used to administer antibodies. There was patient involvement and no patient harm reported.

Manufacturer narrative:
One used extension set was received of lot number 4192053. As received, there was no physical damage or other anomalies observed. Functional testing was performed and the reported issue was confirmed. The filter vent was observed to leak at 5 psi. The complaint of leakage can be confirmed. The probable cause is due to the filter losing its hydrophobic properties.